Event description:
Medtronic received information that prior to use of a mc3 nautilus extracorporeal membrane oxygenation (ECMO) oxygenator, it was reported that this device had a leak issue, the pink luer cap on the outlet side of the nautilus oxygenator was noted to have a very small hole in it. This was discovered during priming when fluid leaked out of the tiny hole in the pink cap. There was no patient blood loss did not occur because of the leak, and no unplanned blood transfusion. The same leak did not appear in multiple packs.. See attached photos. The device was replaced. There was no consequence to the patient, so no adverse effect occurred.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Device evaluation summary: visual inspection showed evidence of a hole in the end of the cap stem. The cap was installed into a 3/8-inch fitting. Pressure integrity testing was performed at 3 l/min with 23 psi (1189 mmhg) of back pressure for 10 minutes. During the pressure integrity testing there was a leak observed from the cap. The reason for the return was confirmed. Correction h6.1 (device codes (fdd/annex a): this code has been updated. Correction additional codes (imf/annex f) health code: this code has been updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.